Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right inguinal hernia repair with mesh. He had revision surgery 5 years and 9 months post-surgery. He had three another revision surgeries after post-surgery. The patient experienced removal or revision surgery resulting from complications from mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia. It was reported that after onlay implant, the patient experienced recurrence, large lymph node, chronic inflammatory lymph node, mesh migration, mesh balled up in right inguinal area. Post-operative patient treatment included revision surgery, mesh removal, repair of hernia with bard flat mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, mesh balled up in right inguinal area. Post-operative patient treatment included revision surgery, mesh removal, repair of hernia with bard flat mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.